Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure two days later (patient age, gender and weight are unknown). According to the complainant, a jagwire guidewire was inserted into a cannula. The cannula was removed and an autotome was inserted along the jagwire device. It was then noticed that yellow and black foreign matter was located near the papilla. The foreign matter was retrieved with forceps. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual evaluation revealed that the sheath of the device presented nicks and cuts along the proximal side of the wire. The damage to the device suggests that it may have come into contact with a sharp object. It is possible that procedural or clinical factors may have contributed to the event. The cause of failure could not be determined.